Event description:
It was reported that the atrial lead -stopped functioning- in 2008. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead malfunction.